Manufacturer narrative:
The date of this event is unknown. A review of the manufacturing documentation associated with lot 18090418 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 30mm aortic bifurcate incraft abdominal aortic aneurysm (aaa) delivery system, the distal tip fractured while inside of the patient and was not removed with the delivery system. There was no resistance experienced during insertion of the device and there were no angles within the patient¿s anatomy. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 18090418 presented no issues during the manufacturing process that can be related to the reported event. The device is in transit but has not yet been returned. Additional information is pending and will be submitted within 30 days upon receipt. .

Event description:
As reported, when removing a 30mm aortic bifurcate incraft abdominal aortic aneurysm (aaa) delivery system, the distal tip fractured while inside of the patient and was not removed with the delivery system. There was no resistance experienced during insertion of the device and there were no angles within the patient¿s anatomy. Additional information was requested but was not provided. The device is now being returned.

Manufacturer narrative:
Complaint conclusion: when removing a 30mm aortic bifurcate incraft abdominal aortic aneurysm (aaa) delivery system, the distal tip fractured while inside of the patient and was not removed with the delivery system. There was no resistance experienced during insertion of the device and there were no angles within the patient¿s anatomy. Additional information was requested but was not provided. The product was returned for analysis. A non- sterile incraft aaa bifurcate 30mm product was received inside a clear plastic bag. Per visual analysis the distal tip is separated. No other anomalies were observed. Per sem analysis the separation/ fracture condition observed on the inner shaft of the aaa bifurcate 30mm catheter showed striation patterns present along the inner shaft separation. It is likely that the fractured /separated areas of the luer hub proximal end presented evidence of an exposure to an overloading stress force event that occurred on the damaged area of the unit. The fatigue striation patterns are commonly associated with fractures caused in polymeric materials where stress forces overload the polymer and appear to be tensile due to the elongation¿s direction observed, where this is oriented distal to the separation/ fracture border. No other anomalies were observed during sem analysis. Four pictures of the damaged device were provided. The picture #1 shows the distal tip component, separated from the inner member. The picture #2 and 3 shows the inner member and distal tip components separated. The picture #4 shows the outer box of the incraft product, and as part of the outer label, the following information can be read: catalogue# ab3098, lot# 18090418, serial# 1808612206 and use by date# 2024-01-31. No other anomalies of the product can be noticed at the attached pictures. A product history record (phr) review of lot 18090418 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inner member-distal tip separated¿ was confirmed through analysis of the returned device as it revealed a fractured/separated condition. The exact cause of the event could not be determined during analysis. Procedural images were not provided for review. Four pictures of the damaged device were provided. It is unknown how the distal tip was retrieved from the patient. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by striations associated with material tensile overload were noted on the inner surface during analysis. According to the safety information in the instructions for use, ¿potential adverse events and potential device risks include, but are not limited to: insertion and removal difficulties. Do not torque the delivery system more than 90° without confirming rotational response at the distal end of the device. Use fluoroscopic guidance to advance the delivery system and to detect kinking or alignment problems with the stent-graft system. Do not use excessive force to advance or withdraw the delivery system when resistance is encountered. If the delivery system kinks during insertion, do not attempt to deploy the stent- graft component. Remove the device and insert a new delivery system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, when removing a 30mm aortic bifurcate incraft abdominal aortic aneurysm (aaa) delivery system, the distal tip fractured while inside the patient and was not removed with the delivery system. There was no resistance experienced during insertion of the device and there were no angles within the patient¿s anatomy. The device was not returned for analysis however, four images were submitted for review. Image 1 shows the distal tip component separated from the inner member. Images 2 and 3 also show the inner member and distal tip separation. Image 4 shows the outer box with the following printed on the outer label: catalogue #(B)(4), serial # (B)(6), and use by date: (B)(6) 2024. A product history record (phr) review of lot 18090418 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer, ¿inner member-distal tip-separated¿ was confirmed based on picture analysis. However, the exact cause of the separation cannot be conclusively determined without conducting a product evaluation on the affected device. Handling factors such as withdrawing the device against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿remove the appropriately sized aortic bifurcate and two iliac limb delivery systems from their packaging and examine for possible damage such as kinks or separated components. Do not use if damage is suspected. Use fluoroscopic guidance to advance the delivery system and to detect kinking or alignment problems with the stent graft system. Do not use excessive force to advance or withdraw the delivery system when resistance is encountered¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 18090418 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The actual event date for this procedure is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 30mm aortic bifurcate incraft abdominal aortic aneurysm (aaa) delivery system, the distal tip fractured while inside of the patient and was not removed with the delivery system. There was no resistance experienced during insertion of the device and there were no angles within the patient¿s anatomy. The device will be returned for evaluation.